Event description:
On 07/18/2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data and alarm history revealed multiple call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) while powering on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.